Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2023 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was explanted due to pain at the implant site and lack of benefit from the device. The recipient will not be reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well. The external visual inspection revealed slices on the small tubing and silicone damage on the top cover of the device. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken wire in between the fantail and the electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. However, the dry impedance testing initially produced results which were slightly out of specification. Additional analysis determined that the out of specification results were caused by trapped moisture in the slices of the small tubing. Further scanning electron microscopy (sem) analysis confirmed that the device was not compromised and showed no signs of moisture ingress or corrosion. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.